Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was emitting smoke inside the yellow part, automatically reducing cauterization when cauterizing internal tissue. The customer increased the monopolar pressure, which increased the smoke. The customer removed the instrument and replaced with another to finalize the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.